Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm and a blood glucose level of 506 mg/dl. The customer reported that the no delivery alarm occurred about five minutes after insulin delivery. During a follow up call the next day, the customer reported that she was still experiencing high blood glucose levels. Blood glucose level at the time of that incident was 412 mg/dl. Troubleshooting did not show any malfunction of the insulin pump and the customer was advised that the issue may be site related. The customer will not return the device for analysis.